Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation as it remains implanted in the patient. Although edwards was unable to perform device analysis, this event was most likely due to a progression of the patient's underlying valvular disease pathology. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned that a clinical trial patient with a 21mm 8300acd pericardial aortic valve was emergently admitted to the hospital for hypoxia, worsening shortness of breath, and weakness. The patient was found to have severe aortic stenosis. The patient expired one (1) day after admission due to unknown reasons.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6 bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying.

Event description:
It was learned that a clinical trial patient with a 21mm 8300acd pericardial aortic valve was emergently admitted to the hospital for hypoxia, worsening shortness of breath, and weakness. The patient was found to have severe aortic stenosis secondary to calcification. The patient expired one (1) day after admission due to hypoxic respiratory failure secondary to acute decompensated heart failure. Per the received clinical source documents, the patient presented to the emergency department with shortness of breath and vitals remarkable for tachypnea to the 30s. Oxygen saturation was at 88% on room air. The patient exhibited audible rales on exam and respiratory distress with le edema. The patient was found to be in hypoxic respiratory failure secondary to acute decompensated heart failure.

Event description:
It was learned that a clinical trial patient with a 21mm 8300acd pericardial aortic valve was emergently admitted to the hospital for hypoxia, worsening shortness of breath, and weakness. The patient was found to have severe aortic stenosis. The patient expired one (1) day after admission due to hypoxic respiratory failure seconary to acute decompensated heart failure. Per the received clinical source documents, the patient presented to the emergency department with shortness of breath and vitals remarkable for tachypnea to the 30s. Oxygen saturation was at 88% on room air. The patient exhibited audible rales on exam and respoiratory distress with le edema. The patient was found to be in hypoxic respiratory failure seconary to acute decompensated heart failure. The patient was a 96-year-old male with history of aortic stenosis, warfarin use, atrial fibrillation, ppm implant, hyperlipidemia, hypertension, chf, heart failure, heart murmur.